Manufacturer narrative:
Concomitant medical products: cd2357-40c ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance and was oversensing. The pace/sense portion of the lead was capped and replaced, the defibrillation portion remains in use. It was also reported the right atrial (ra) lead had high thresholds with no capture. No intervention was done on the ra lead and the ra lead remains in use. No patient complications have been reported as a result of this event.